Event description:
Following successful implant of the wallgraft, a hole was observed in the device. The physician elected to leave the graft implanted and perform a follow-up examination of the graft two months post implant to determine if additional intervention was required. The pt status was reported as "ok." As of the date of this report the outcome of the case is under investigation.